Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer¿s blood glucose level was 200-220 mg/dl. Reportedly, multiple infusions sets and multiple cartridges were changed to resolve the issue.